Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified error occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter. A review of the event log was performed. The reported problem was identified as a system error (se) 2044, which was found within the event log. A visual inspection was performed. Functional testing was performed and a positive p tank low was noted. A simulated therapy was able to replicate this system error. The membrane gasket was found to not meet specifications. The membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.